Manufacturer narrative:
G4: 17sep2020. B4: 17sep2020 . A philips field service engineer (fse) was dispatched to the customer site to replace the front bezel. The fse replaced the front bezel to resolve the reported issue and the device passes all functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a failure of the navigation ring. The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to replace the front bezel.